Event description:
It was reported that primary surgery was in 2003. Three years later, surgeon detected that the screw moved out of position and resulted in movement of the screw between the baseplate and insert. Pt has not been revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.